Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances up to greater than 125 ohms. All other lead measurements were noted to be within normal limits. Troubleshooting and programming options were discussed. The shock impedance alert was going to be reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.